Event description:
It was reported that during treatment the device was overheating. Delay greater than 30 minutes reported. The patient had to suspend therapy for a short time until received the backup device.

Manufacturer narrative:
The device, used in treatment, has been received for evaluation. A visual inspection found no defects, although it was reported that the unit was odorous. The functional evaluation found no fault, the device was tested and performed within expected parameters. There were no issue found with overheating. This evaluation has not been able to establish a relationship with the failure reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failures have been reviewed and shown that in the previous four years formredaction/e have been further instances, these instances are being monitored to determine if additional actions are required. This investigation has now been closed and recorded as no fault found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.